Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a (B)(6) male patient. Results provided: (B)(6) 2028 (B)(6) = 421 / 471 ng/l(customer cut off=33ng/l); new sample 3 hours later (B)(6) = 453 / 498 ng/l; both samples on I-stat = zero; another facility vista troponin-I = negative (< 16 ng/l); architect stat troponin-I (B)(6) 2018 = 981 / 1205 ng/l; (B)(6) 2017 = 448 ng/l, another facility vista = 16 ng/l, performed monoclonal ab test=<6 ng/ml(negative). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 61975un19 identified an increase in complaint activity but there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of field data was evaluated and the patient median result for lot 61975un19 was found to be within established baselines and confirms the performance of this lot is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.